Event description:
Customer reported the screen on her insulin pump is discolored. There is some yellow. Customer's blood glucose is 182 mg/dl. She uses energizer batteries. The device was bumped against a wall. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no missing segments or discoloration on the screen noted. The insulin pump was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).